Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Unable to obtain additional information or product return as the customer contact details/customer entity remains unknown, and no hospital name, address, or contact person's phone or e-mail is provided.

Event description:
Received a report of the customer's maude #3007409280-2021-00001 database report from FDA which states, ¿the device had failed and was found to have cracked posts on the bezel. Patient involvement was reported. The reported issues states: in the last two weeks, I have had two pumps from avante fail because of cracked posts on the bezels, one which is currently involved in a patient incident. Upon further investigation, it was reported that the patient expired. No additional patient event or details are available at this time. A follow up report will be submitted upon completion of device evaluation and additional information obtained." Unable to obtain additional information or product return as the customer contact details/customer entity remains unknown, and no hospital name, address, or contact person's phone or e-mail is provided.

Event description:
Received a report of the customer's made #3007409280-2021-00001 database report from FDA which states, ¿the device had failed and was found to have cracked posts on the bezel. Patient involvement was reported. The reported issues states: in the last two weeks, I have had two pumps from avante fail because of cracked posts on the bezels, one which is currently involved in a patient incident. Upon further investigation, it was reported that the patient expired. No additional patient event or details are available at this time. A follow up report will be submitted upon completion of device evaluation and additional information obtained." Unable to obtain additional information or product return as the customer contact details/customer entity remains unknown, and no hospital name, address, or contact person's phone or e-mail is provided.

Manufacturer narrative:
The reported issue that the lvp module pump failed because of cracked posts on the bezels could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported event of device had pump failed because of cracked posts on the bezels was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿ pump failed because of cracked posts on the bezels". Based on the crb review and the limited information provided no further investigation actions will be performed.

Event description:
During proactive search on maude database, report # (B)(4) submitted by pacific medical supply (dba avante health solution) was identified and states ¿the device had failed and was found to have cracked posts on the bezel. Patient involvement was reported. The reported issues states: in the last two weeks, I have had two pumps from avante fail because of cracked posts on the bezels, one which is currently involved in a patient incident. Upon further investigation, it was reported that the patient expired. No additional patient event or details are available at this time. A follow up report will be submitted upon completion of device evaluation and additional information obtained." The maude report was filed by pacific medical supply (dba avante health solution). There was no customer information provided to pacific medical supply, nor serial number of the involved device. No product was returned and unable to obtain additional information as the customer information is unknown. Although no serial number, it may be connected with pacific medical supply recall number z-1375-2021.

Manufacturer narrative:
Pacific medical supply (dba avante health solution).